Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left sided chest pain followed by a syncopal episode which resulted in the patient falling. The right atrial (ra) lead exhibited oversensing and noise. It was further reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) which caused inhibition of pacing. The rv was also noted to exhibit noise. The patient was hospitalized and required a neck brace as a result of the event. The ra lead and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.